Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings to the mobile app while the ilet displayed no readings, and the caregiver was advised that pairing synchronization could require additional time and to allow for additional pairing time, after which readings populated. No adverse clinical symptoms reported. Outcomes included no alarms or alerts on the ilet and no need for medical care. User support included user education and basic troubleshooting focused on connectivity and pairing. Investigation of this case revealed a temporary signal loss to the ilet receiver only, consistent with known connectivity or pairing delay between the cgm transmitter and the ilet device. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing issue between devices.